Event description:
It was reported that patient was experiencing pain in lower back, chest and right leg which caused the patient to have difficulty in walking. On (B)(6) 2011, the patient underwent spinal fusion from l5-s1. The patient was implanted with rhbmp-2/acs. It is alleged that the patient sustained unspecified injuries on (B)(6) 2011, the patient underwent anterior cervical disectomy and fusion from c4-c5 and c5-c6. The patient was implanted with rhb mp-2/acs. It is alleged that the patient sustained unspecified injuries the patient underwent surgery on right side si joint fusion. The patient was implanted with rhbmp-2/acs. It is alleged that the patient sustained unspecified injuries

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.